Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for an outflow graft obstruction on (B)(6) 2022. The patient was placed on an ECMO and scheduled for a pump replacement on (B)(6) 2022. During the pump exchange, biodebris was found between the outflow graft and the bend relief. The pump was sent back for analysis.

Event description:
It was reported that the patient had been admitted from clinic on (B)(6) 2022 due to worsening heart failure symptoms and low flow alarms. The patient exhibited shortness of breath, fatigue, and a lactate dehydrogenase (ldh) level of 287 units per liter (u/l) on admission. The patient's ldh level then peaked on (B)(6) 2022 at 479 u/l. On (B)(6)2022 the patient was admitted to the cardiothoracic intensive care unit (cticu) for an outflow graft (ofg) obstruction. The patient was placed on extracorporeal membrane oxygenation (ECMO) and scheduled for a pump replacement on (B)(6) 2022. The patient underwent a pump exchange and once the ofg was opened, bio-debris was observed between the ofg and bend relief. The patient was reported to be doing well following the pump exchange and was discharged from the hospital on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an extrinsic outflow graft obstruction. A direct correlation between (B)(6) and the reported elevated lactate dehydrogenase (ldh) could not conclusively be determined through this evaluation. The account submitted two photos for review showing the explanted pump with the bend relief and outflow graft cut open. An accumulation of "biodebris" was present between the outflow graft and the bend relief. (B)(6) was returned assembled with the driveline cut approximately 7.5¿ from the pump housing, and a distal segment measuring approximately 14.5¿ was also returned connected to the modular cable. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The outflow graft clip was returned properly installed. The cuff lock had been disengaged prior to the pump¿s return, and the apical cuff was not returned. The device appeared to have been exposed to a fixative agent (e.g. Formalin) post-explant. The bend relief and outflow graft were both cut lengthwise prior to receipt. The lumen of the graft revealed no developed depositions or thrombus formations. The shape of the graft during support was not able to be determined due to the condition of the graft as received; however, a small biological accumulation was observed on the exterior of the graft near the hardware. The irregular shape of the accumulation when removed from the graft indicated that the biological accumulation had filled in a small crease in the graft that may have been present during support. A specific cause for this finding and an exact duration that the crease was present during support could not conclusively be determined through this evaluation; however, it could have contributed to the report of prior low flow alarms and worsening heart failure symptoms. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of any developed depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Of note, between 19jan2022 and 25jan2022, the lvad periodic log file showed a gradual decrease in flow.(B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 6 of the IFU, ¿patient care and management¿ and section 4 of the patient handbook, ¿living with the heartmate iii¿ states that the user ¿do not twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.